Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had pain symptoms about 2 weeks ago. This past sunday, the patient began vomiting. When healthcare provider interrogated the stimulator, the physician programmer screen showed that the physician programmer could not communicate with the stimulator. Additional information received reported the cause of the event was unexperienced nurse tried to interrogate the device. It was noted that the nurse just didn¿t know how to use it. It was noted someone who has never done it before attempted to program it. It was reported that the patient was reprogrammed two weeks before reported event date. The patient follow-up in the healthcare provider office after hospital okay and the healthcare provider was able to check the patient setting and leads, both which were normal without any issues. It was noted no hospitalization was due to this event. Additional information received reported the patient had a loss of therapeutic effect. The call was about diagnostics/impedances. Caller received an clinician programmer in the mail to check an enterra patient and needed assistance using the clinician programmer as she was not familiar with them. Caller reports the patient was having trouble last week (B)(6) and discharged (B)(6) with orders to have her system checked after clinician programmer obtained. Caller reports the symptoms from last week were nausea, vomit and diarrhea and patient was still having symptoms. Caller reports that about 1 and 1/2 months ago the patient reports the same problems with nausea vomiting and diarrhea and went to the clinic who said the therapy was functioning. The patient remembers hearing something was going to be set to 12. Something but we do not see that today. Patient reports been sick ever since month and a half ago but has been getting worse. The date of the reported event the therapy setting was on 7.3 voltage and pulse width 330 rate 14 cycling 2.0/3.0, 579 therapy impedance electrode impedances. The 2c 412, 3c 381 and 23 579. There was no historical measures available. Clinic was to increase voltage and rate last time according to patient.